Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that it was gradually taking longer and longer to charge their ins. They used to charge once a week and it took a half hour to an hour to charge from 75% to 100%. Now they had to charge every other day and it took about an hour to go from 75% to 100%. It was confirmed they could get 8 coupling bars, but they said it was really hard to maintain good coupling because when they move they get 0 coupling bars. They noticed last week the screw holding the antenna down was loose so they tightened it and put tape over the cap. It was noted the patient has had their settings changed before and it was reviewed this could be contributing to the more frequent recharging. The patient had a fall about 6 months ago after the recharging issue started but they did not fall on their stimulator. An email was sent to repair for replacement of the antenna to rule out external equipment issues. Additional information was received from the patient on may 23rd stating that the replacement of the recharger antenna did not resolve the ins slower charging and coupling issues. The cause of the issue was not determined and no additional steps were taken to resolve the issue. No patient symptoms or further complications were reported as a result of this event.